Event description:
Family members of home patient (hp) reports patient line of homechoice set disconnected from transfer set during apd treatment. Family member reports fluid leaked all over bedding and floor. Baxter technician assisted hp in ending treatment early for evening. No patient injury or medical intervention required per family member of hp.